Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor break. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the sensor plastic part came unattached from the serter. Customer advised that sensor will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor with cannula in full during analysis, and stuck in the adhesive patch at the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.